Event description:
The user facility reported, that a hospital's biomedical engineer repaired the facility's automated endoscope reprocessor (aer) and had filled the disinfectant reservoir with water to test for leaks. After performing the service, the biomedical engineer failed to inform the operator to change the water with disinfectant solution in the reservoir of the aer prior to reprocessing an endoscope. As a result, a gastroscope that was used on a patient positive for hepatitis b was reprocessed in the aer with water in the disinfectant reservoir, and the gastroscope was then used to examine a liver transplant patient on immunosuppressive drugs. The subsequent patient has been tested for hiv and hepatitis b and was negative. The infectious disease department will monitor subsequent patient for six months.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus microbiologist contacted ths user facility for add'l info and according to infection control mgr, there was only one endoscope that was reprocessed in the aer. The facility performed an investigation at their facility with the following findings: minimum effective concentration (mec) disinfectant was not tested prior to use of the aer as specified in the facility's procedures. As a result, the procedure for disinfectant testing was reviewed with the facility's reprocessing staff. A disinfectant log book is being revised to improve documentation of disinfectant testing. In addition, the hospital's biomedical engineer did not lock-out and tag-out the aer as part of the service. This report is being filed as an MDR in an apparent user-error failed to follow their established procedure prior to endoscope reprocessing.